Event description:
It was reported that the tibial cementless base plate is larger than the actual dimensions indicated on the label, and the cementless base plate with a larger dimension than indicated may have been used, resulting in a series of tibial fractures. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6 - product remains implanted. D10 - medical devices: oxf anat brg rt sm size 6 PMA; item# 159571; lot# 7243251, oxford uni twin-peg femoral sm cocr sml; item# 166941; lot# j7445667. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified initial anatomic alignment of the right knee medial unicompartmental arthroplasty complicated by a periprosthetic fracture of the medial tibia with implant loosening and subsidence. Osteopenia. Initial fit and alignment were maintained. 2 month imaging demonstrates tibial implant loosening and subsidence with malalignment secondary to a tibial periprosthetic fracture. Bone quality is osteopenic. The tibial implant is loose with subsidence and malalignment secondary to the periprosthetic fracture as noted. There is a medial tibial periprosthetic fracture. The degree of osteopenia present could contribute to a fracture in this patient. With the available information, a definitive root cause could not be determined however, osteopenia could be a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.